Event description:
The customer reported the section of the tube with the weight detached from the tube and remained in the patient's stomach. A consultation had to be carried out with anesthesia and gastroenterology for follow up. They are awaiting evaluation for sedation with gastroscopy or surgery under general anesthesia. Per additional information provided on november 25, 2025, they are waiting for the end of the tube to come out through the natural channels. They take x-rays regularly to follow the patient's journey. The patient is stable and doing well. He should be transferred to pediatrics shortly.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
One incomplete device was received for investigation. Only a portion of the tube was received, the tip of the tube where the bolus should be was not received. The reported condition was confirmed. The device history record (DHR) could not be reviewed as no lot information was provided within the complaint. However, prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. As part of the investigation all processes and controls were reviewed and found to be correctly followed. There were no abnormal conditions found that could trigger the reported condition. Based on all available information, a definitive root cause could not be determined at this time. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported the section of the tube with the weight detached from the tube and remained in the patient's stomach. A consultation had to be carried out with anesthesia and gastroenterology for follow up. They are awaiting evaluation for sedation with gastroscopy or surgery under general anesthesia. Per additional information provided on november 25, 2025, they are waiting for the end of the tube to come out through the natural channels. They take x-rays regularly to follow the patient's journey. The patient is stable and doing well. He should be transferred to pediatrics shortly. Per additional information provided on december 08, 2025, the patient has passed the tip naturally.